Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition the wake button was difficult to press before the pump screen turned on. Customer's blood glucose levels ranged from 200 (mg/dl) to 250 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, the customer continued using the pump for insulin therapy.